Manufacturer narrative:
The pump was returned to animas for evaluation. The battery compartment was found to be cracked. Corrosion was observed inside the battery compartment. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The pt reported that when changing the battery, they observed a corroded battery and corrosion in the battery compartment. She reported that the battery is warmer than usual upon removal.